Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(4) 2011, the field service engineer (fse) was on site to address an unrelated issue. The fse verified the instrument possessed a passing system check and that quality control results were within the customer's established reference ranges. A company representative met with the customer on (B)(4) 2011 and the customer indicated that the event issue had been identified and addressed. The customer did not provide any specifics on the issue or its resolution. No clear root cause could be determined for this event.

Event description:
The customer reported that on (B)(6) 2011, total thyroxine (tt4) results below the normal reference range were generated on the access 2 immunoassay system for multiple patient samples. The customer stated that orl (outside reference range low) flags first began to appeared for test results about 2-3 weeks ago. System data submitted by the customer for this event revealed tt4 results below the normal reference range for four (4) patients on (B)(6) 2011. Upon repeating the samples, the results were within the normal reference range. The results were released out of the laboratory however there was no impact to patient treatment associated with this event.